Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 14-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 was failed and did not lock. A field service engineer (fse) inspected drawer 2.2 and powered down the station, unplugging all components to safely release any residual voltage. The fse then reconnected every component to begin testing. Intermittent communication issues were observed during diagnostics. The half height matrix drawer was replaced, and the fse tested the station multiple times to confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2.2 had failed and would not lock. The user tried rebooting, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.